Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have woken up with high blood glucose of 450 mg/dl, which was treated with manual injection. Customer received new insulin pump and was attempting to program it. Troubleshooting was performed on insulin pump. Customer did not have tubing clamp, so troubleshooting could not be continued. Customer reports to have changed infusion set. Customer was advised to monitor blood glucose after infusion set change since blood glucose had lowered to 300 mg/dl by the end of call. No further information provided